Manufacturer narrative:
(B)(4). If there were a recurrence of a wheel/caster falling off of the device, this could lead to the device hitting a patient or staff member and could cause a serious injury. A field service engineer was dispatched to the user facility, he verified that the caster was not associated with the device as expected, and he reassembled the device as illustrated in the customer servicing documents (service bulletin). The device manufacturer is currently investigating this report further and will file a final report once the investigation is complete.

Event description:
The user reported that a rear wheel/caster fell off the device. There was no reported patient involvement.